Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient was hospitalized after 911 emergency protocol was initiated for an unspecified adverse physical event while on insulin pump therapy. The reporter alleged the pump experienced a functionality issue; there was no power to the pump and the battery compartment was cracked. The reporter was not able to provide any further information and the subject insulin pump was not available for troubleshooting by animas customer technical support. Animas customer technical support made several attempts to contact the reporter to obtain additional information; however, the reporter did not respond to these follow-up attempts. This complaint is being reported because the patient allegedly experienced an undefined serious injury while on insulin pump therapy associated with a power issue.